Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens within the same surgery due to weak capsular tissue when the surgeon inserted the capsular tension ring. The lens was removed with no pt injury, no enlarged incision or sutures. A different type lens was implanted. The reporter stated the event was a pt related problem and was not lens related.